Manufacturer narrative:
At this time, no conclusion can be made. Review of the returned sample is ongoing at this time. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april, 2021. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. The subject device was returned for evaluation. Visual evaluation identifies the presence of foreign material (hair) that has been taped onto the device housing by the user. The most probably root cause is incorrect gowning technique. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause was determined to be manufacturing process related. Awareness training was provided to appropriate manufacturing personnel. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, upon opening the package of bard/davol capsure straight fixation device prior to a procedure, a hair like foreign material was found. It was reported that the hair was attached to the handle. There were no reported patient injury.

Manufacturer narrative:
At this time, no conclusion can be made. Review of the returned sample is ongoing at this time. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april, 2021. When the sample evaluation is completed, a supplemental MDR will be submitted.

Event description:
As reported, upon opening the package of bard/davol capsure straight fixation device prior to a procedure, a hair like foreign material was found. It was reported that the hair was attached to the handle. There were no reported patient injury.